Manufacturer narrative:
This event occurred during the unspecified month and date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic fragments were observed in one 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection with magnification verified an adjacent abrasion/gouge in front and back of the bag and appeared an impact occurred from the front in the middle area of the bag. The abrasion/gouge in front outside of the bag appeared concave and the hole in the back outside of the bag appeared convex. Photos attached. No particle could observed inside the empty bag and the reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.